Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported hospitalization due to his diabetes. Customer stated that he knows the hospitalization was not related to his insulin pump or infusion set. Customer stated that he was very sick. No further information reported.